Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference numbers: 2938836-2019-04822, 2938836-2019-04825, 2938836-2019-04826. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The patient's left ventricular ejection fraction (lvef) was less than a normal range, and the measured value of the lv end-systolic diameter was more than expected. Therefore, the patient was classified as a high-risk patient. However, the cause of death is unknown.